Event description:
Major pump unit(s) involved: drive unit failureadditional text: baring ware, grinding sound, device about to stopspecific component(s) involved: pump drive unit malfunctionadditional text: baring wareother component:causative or contributing factor: no specific contributing cause identifieother cause:intervention(s): replacement of pumpother intervention :type: lvad

Event description:
Major pump unit(s) involved: drive unit failure. Specific component(s) involved: pump drive unit malfunction.